Event description:
A patient underwent a therapautic procedure for esophageal banding. Clinician reports that images taken at time of porcedure verify that banding was successful (photos have not been provided by user-facility). The following day the patient began to bleed profusely from the esophagus. The bleed sites could not be indentified. Subsequent ebd procedure was not able to confirm whether or not the bands were still in place due to significant bleeding. The patient expired on 09 feburary 2006. There is no further information available at this time.